Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information received from a consumer via a manufacturer representative (rep) reported that the consumer was experiencing abnormal burning/electrical sensation to the right lower extremity from the ribs to foot and occasionally the right arm for the week prior to (B)(6) 2015. This occurred with or without the stimulation on/off. The consumer was unclear on what led to the event other than that it started three or four days prior to (B)(6) 2015. The consumer did trip and fall but she did not think anything occurred from that incident. The rep had met with the consumer at her doctor¿s office, interrogated the place, and ran heat checks. The stimulator was turned on and off for several programs. The rep confirmed ¿planes¿ were regardless of the system being on or off. With stimulation on it did not increase or decrease the consumer¿s symptoms. The physician¿s office was to be working with the consumer to schedule an x-ray to rule out any lead location issue. The consumer was then to be scheduled with either her pain physician or her neurosurgeon for additional evaluation and troubleshooting. It was noted that the consumer was alive with no injury. The issue occurred during normal use. No further outcome or the results of the planned troubleshooting /diagnostics were available. Follow-up was done to obtain this information; if additional information is received a supplemental report will be sent. The consumer's indication for use was noted to be spinal pain.